Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anorectal procedure on (B)(6) 2019; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/20/2020. Corrected information: g1. Additional information was requested and the following was obtained: lot jgbcxpa0 is an invalid lot. Can you please provide the correct lot number? Is it possible jg8cxpa0 is the correct lot number? Unknown.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/06/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot jgbcxpa0 is an invalid lot. Can you please provide the correct lot number? Is it possible jg8cxpa0 is the correct lot number?